Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the cuff was found damaged (appeared to have melted) upon opening the package. Therefore, a new unit was used instead. The issue was identified prior to use."

Manufacturer narrative:
(B)(4). The reported issue of damaged cuff could not be confirmed upon investigation of the returned sample. The customer returned the actual sample for investigation. Visual and functional analyses did not reveal any abnormalities with the sample. A device history record review was performed, and no relevant findings were identified. Based on the investigation of the returned complaint device, no issues were found.

Event description:
It was reported that: "the cuff was found damaged (appeared to have melted) upon opening the package. Therefore, a new unit was used instead. The issue was identified prior to use."